Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient who was receiving 500mcg/ml baclofen at the minimum rate via an implantable infusion pump for intractable spasticity, and cva (stroke) das system. It was reported that an alarm was heard and confirmed by telemetry. It was reported that there was a low battery reset that occurred. It was reported that elective replacement indicator occurred. A pump memory error for invalid catheter information also occurred. It was reported that the patient's pump needed to be off and the hcp wanted to confirm that it was off but didn¿t have access to a physician programmer. A rep reported that they had seen the patient at the hospital about the pump reset issue. The hcp reported that the pump was supposed to be in off state, but was alarming every 2 hours. It was reported that the rep spoke to the hcp and the nurse who were aware of the issue. The rep reported the patient was in no acute distress at the time of the call. The rep reported that the pump may be explanted per the doctor/patient discretion. The rep requested the pump off code so they can silence the alarm. It was reported that the pump was successfully programmed to off state. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the patient's pump was explanted on (B)(6) 2018. The rep was not contacted for the explant. The patient's spouse was given the pump. The patient was at a routine refill on (B)(6) 2018 and had been weaned down due to approaching elective replacement indicator and the fact that the pump wouldn't be replaced. It was reported that the patient became spastic and had mental status changes the night of the refill. No further com plications were anticipated/reported.